Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer reported that the max fill reached alarm was occurred, the drop of insulin could not be seen, trouble was resolved by changing infusion set. The device was not returned for analysis.